Event description:
On (B)(6), 2011, the pt was implanted with a gore excluder aaa endoprosthesis featuring the c3 delivery system to treat an abdominal and iliac aortic aneurysms. Following successful deployment below the renal arteries the device was ballooned with a coda balloon. On the subsequent angiogram, it appeared that the graft was just covering a few millimeters of both renal ostia. According to physician, the movement occurred during the final ballooning. The surgeon put a stent in each renal artery with the final angiogram confirming all vessels were well perfused with no endoleaks. The surgeon was satisfied with the final result. On (B)(6), 2011, a reintervention took place to extend the graft distally as flow through the graft was compromised due to the pt's tortuous right external iliac. The pt tolerated the procedure. Further info was requested.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs. Further info was requested.